Event description:
Patient reporting rupture. Device remains implanted. The affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d3, d4, d6a, g4,

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: device photograph(s) for the device related to the reported event of rupture was requested on nov 05, 2024. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reporting rupture confirmed via MRI. Device has been explanted and replaced with a non abbvie device. This record is for the left side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, a3a, a3b, a5, a6, d3, d4, d6a, d6b, g1, h10.

Event description:
Patient reported left side rupture confirmed via MRI. Device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported left side rupture confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting, rupture. Device remains implanted. The affected side is unknown.